Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose (bg) level was 400 mg/dl. It was reported that the customer has been using no insulin therapy since receiving the alarm 19. Reportedly, the customer would revert to manual insulin injections to address bg level, and as alternate insulin therapy. Multiple attempts were made to follow up; however, the customer did not respond.